Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that a power on reset (por) condition occurred on the implantable neurostimulator (ins). Recent medical test or emi environmental exposure that could be related to the issue included a positron emission tomography (pet) scan from a couple weeks ago. It was noted that the manufacturer representative had access to the patient and a clinician programmer, and por error code ¿0x0400: parity error¿ was seen on the clinician programmer. It was further reported that troubleshooting resolved the issue. There were no reported patient symptoms. The patient¿s indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.